Event description:
It was reported to philips that system was turning itself off. The device was outside the clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system turned itself off. Upon troubleshooting, fse found that end users informed at times table float, clea longitudinal do not move, body guard messaged, system turn itself off, delayed fluoro. Fse calibrated bodyguards. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.